Event description:
It was reported that the customer went to the hospital with an unknown elevated blood glucose (bg) level. Cause was not known. Due to the elevated bg, the customer experienced abdominal pain and vomiting. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.